Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (date not reported) subsequent to sustaining a head injury. Re-implantation is planned but has not occurred as of the date of this report (B)(6) 2017.